Manufacturer narrative:
The reusable femoral impactor head broke at the point where the component connects to the impactor handle. Investigation of the affected lot of material indicated that there was a specified radius missing at the bottom of the connection post where the fracture occurred. Evaluation of the returned device confirmed this finding.

Event description:
The reusable femoral impactor head broke at the point where the component connects to the impactor handle.